Event description:
Related manufacturer report number: 2017865-2022-11069. During implant, due to difficult cardiac anatomy the physician utilized an inner sheath to get the left ventricular (lv) lead into the target vein. After inserting the catheter the lead could not be advanced. The inner sheath was then removed and the lead could be advanced but then the lead dislodged. The lead was explanted and flushed with saline and insulation damage was observed. The lead was then replaced with another lv lead but the new lv lead dislodged. The physician elected to end the surgery with a bipolar system with no further intervention. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, insulation damage and failure to advance lead in catheter. As received, a complete lead was returned in one piece. The reported event of insulation damage was confirmed. Visual examination of the lead found the insulation was cut/damaged due to procedural damage. The cause of the reported event of insulation damage was due to procedural damage. The reported event of failure to advance lead in catheter was not confirmed. The lead was able to be fully inserted and removed from the catheter with no restriction. S-curve measured to be within specification. Visual examination of the lead did not find any anomalies with the exception of procedural damage.